Event description:
The user received questionable results for sodium, potassium and chloride on their cobas c501 analyzer (c1). The number of patient samples involved in the event is unknown. The user provided results for 10 patient samples. Two patient samples gave discrepant results for sodium. Patient sample 1, the initial sodium result gave 131 mmol/l. The sample was repeated on the analytical p module, at the site, which yielded a sodium result of 141 mmol/l. The user believed the repeat sodium result of 141 mmol/l to be the correct result. Patient sample 2, the initial sodium result gave 126 mmol/l. The sample was repeated on another cobas c501 analyzer (c2) serial number (B)(4), this yielded a sodium result of 137 mmol/l. The user said patients were not affected as no erroneous results were released outside the laboratory. The sodium electrode lot number was not provided. The field service representative found the ise bath was misadjusted. He adjusted the ise bath. Performance tests were run to verify analyzer performance which was acceptable.